Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Event description:
Previously submitted. Customer reported that the patient file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.